Manufacturer narrative:
After a thorough investigation (returned device, DHR review, medical imaging and complaint history review), it appears the observed pe liner breakage is most likely attributable to excessive mechanical stress on the prosthesis, potentially related to over-tensioning associated with the initial neck size. The most probable root cause of this event is a surgical technique error.

Event description:
It was reported that a patient underwent total joint arthroplasty with a touch cmc1 prosthesis on (B)(6) 2025. In (B)(6) 2025, the patient noted a cracking or rupture-like sound accompanied by a minimal amount of bleeding. Subsequently, on (B)(6) 2026, the patient underwent a revision procedure during which the neck component was replaced. No trauma was reported in association with the event.